Manufacturer narrative:
Due to signs of customer abuse, the customer was informed they would be responsible for replacement of mattress. The contaminated mattress/cover did not qualify for no charge replacement under warranty.

Event description:
It was reported that the mattress had fluid ingress. It was further reported that the top cover had abrasions and puncture marks. No patient involvement or adverse consequences were reported.